Event description:
A farawave catheter was used for a pulsed field ablation. At the 6 month follow up, the patient was prescribed a class ii antiarrhythmic medication for an arrhythmia other than atrial fibrillation. No further details were provided, but the 12 lead ECG demonstrated sinus rhythm.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.